Event description:
Report received of an adverse event while the device was in use. The pump was programmed in the pca only mode to deliver morphine 1mg/ml, with a 2mg pca dose, and a 10 minute pt lockout. It was unspecified whether there was a 4 hour limit. The customer reported that in 2004, "at 2130, the nurse was assessing the pt's complaint of itching from the morphine. Within 8 minutes, the pt was unresponsive and cyanotic." The pt reportedly required placement of an oral airway, mechanical ventilation via ambu-bag, unspecified does of narcan, and was transferred to ICU for observation. The customer reported the pt was "alert the next day." There were no reported adverse pt sequelae. The pump was removed from clinical service. Though requested, no additional info was provided.